Event description:
During a coronary stent procedure, the stent embolized. The physician was attempting to stent the protected, calcified lm. A 4.0 x 10 cutting balloon was used to pre dilate. The express2 stent was inserted and removed from the guide catheter multiple times. They were attempting to get an exact placement in the ostium of the lm and aorta. Once at the desired location, they went to dilate and thought that the stent had embolized or watermelon seeded back into the guide catheter. They left the balloon inflated, went in with a snare proximal to the balloon in an attempt to retrieve the stent, however, this was unsuccessful. The physician pulled the delivery system out of the pt's body and the stent was not in the guide. The location of the stent is unk. The physician was able to successfully implant another express2 stent.